Manufacturer narrative:
H.6. Investigation summary: no samples or photos were received; therefore, sample analysis could not be performed and the condition reported by the customer could not be confirmed. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Conclusion: based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed. Therefore, a potential root cause(s) cannot be determined. H3 other text : see section h.10.

Event description:
It has been reported that one syringe 30ml ll s/c 56 has been found experiencing leakage during use. The following has been provided by the initial reporter: it was reported that the pt called and noted that one of her syringes was defective. Every time the plunger was depressed the syringe would begin to leak. Courier was sent to pick up defective syringe and the syringe was found to have a crack. Verbatim: details of issue: pt called and noted that one of her syringes was defective. Every time the plunger was depressed the syringe would begin to leak. She was told not to use the product and to notify us immediately if any others are defective. Courier was sent to pick up defective syringe and the syringe was found to have a crack.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one syringe 30ml ll s/c 56 has been found experiencing leakage during use. The following has been provided by the initial reporter: it was reported that the pt called and noted that one of her syringes was defective. Every time the plunger was depressed the syringe would begin to leak. Courier was sent to pick up defective syringe and the syringe was found to have a crack. Verbatim: details of issue: pt called and noted that one of her syringes was defective. Every time the plunger was depressed the syringe would begin to leak. She was told not to use the product and to notify us immediately if any others are defective. Courier was sent to pick up defective syringe and the syringe was found to have a crack.